Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and sensor issues. The customer blood glucose was 499mg/dl at the time of incident and blood glucose at the time of call 180mg/dl. Trouble shooting was performed and found sensor last two calibrations have not been accepted and sensor glucose was 171mg/dl and sensor may not have been secured. Customer was having nausea, muscle spasms and headache and took a toke of marijuana and then took insulin because she needed to eat. She started eating and didn't stop. She didn't take enough insulin for what she was eating. Customer declined to trouble shoot for the high blood glucose since she had treated already with a bolus. Advised to contact the healthcare professional for high blood glucose and pregnancy related treatment. The sensor was not returned for analysis.